Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the cutting tool broke away from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The DHR was reviewed for the analyzed failure ¿peeled; shaft¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. Specific actions for the analyzed failure "material twisted/bent; wire" is being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 02/24/2020. An investigation was conducted on 02/24/2020. A visual inspection was conducted. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Blood and charred tissue was observed on the heater wire. The insulation that is above the jaws are peeled off but remained attached to the shaft. The heater wire was observed to be slightly flexed away from the hot jaw, remaining attached at the base and the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled jaw" was not confirmed but analyzed failures "peeled; shaft" and "material twisted/bent" were confirmed. There were no consequences or impact to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the cutting tool broke away from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the cutting tool broke away from the device. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: b-5. Updated sections: g-4, g-7, h-2, h-10. Internal complaint number: (B)(4).